Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the iesu for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical w/ lymphadenectomy surgical procedure, the integrated electrosurgical unit (iesu) or erbe monopolar energy was not working and showing an intermittent question mark. It was explained that they can get an intermittent question mark if there is a poor instrument cable connection. They tried replacing the instrument cable and monopolar instruments. The customer power cycled the erbe as well and it was suggested that they try another instrument cable. Field service engineer (fse) to follow up. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was analyzed and found system logs could not confirm the fault occurred in the field. A visual inspection identified the unit has no significant scratches or dents. The front bezel is in decent condition. The unit was installed onto a golden system and functioned as expected. The complaint was not confirmed based on failure analysis. The probable root cause cannot be determined from complaint details and failure analysis results. The erbe will be returned to original equipment manufacturer (OEM) for additional failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated annex c to c0201 - electrical/electronic component problem identified.